Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Event description:
It was reported that approximately seven months post port placement via the right internal jugular vein, catheter damage was allegedly found at the connection between the catheter and the port body. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter damage issue, as a partial compound break was noted to the catheter approximately 0.3mm from the distal end of the cath-lock. The edges of the partial compound break appeared to be jagged. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately seven months post port placement via the right internal jugular vein, catheter damage was allegedly found at the connection between the catheter and the port body. It was further reported that the port system was removed. There was no reported patient injury.